Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: three photos and one tray samples were provided to our quality team for investigation. Through visual inspection, loose debris observed in the outer tray; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001507785 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, it was identified that the probable root cause is traced to manufacturing related. Manufacturing personnel have been notified of this incident and awareness training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about foreign matter contamination. There was no reported patient injury.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801 patient problem code: f26.

Event description:
This is a complaint about foreign matter contamination. There was no reported patient injury.